Event description:
The pt had a medtronic thera dr pacemaker implanted in 1999 at another hosp. Their first follow-up evaluation at this hosp on 09/29/1999 demonstrated normal pacing system function. The pt complained of dizziness lasting approx 25 minutes on 12/03/1999. On 12/05/1999, the pt had an overt syncopal episode for which they were taken to a local emergency room. According to the paramedics, pt had a very slow pulse rate when they responded. In the ER, the pacing system appeared to be functioning properly. A scalp laceration was sutured and the pt was referred to this hosp for a detailed assessment of the pacing system. Between the ER evaluation and the assessment in this hosp, pt had four presyncopal spells. The pt was assessed at this hosp on 12/15/2000, and the pacing system was functioning properly at the time of the assessment. The pt then had another syncopal episode while taking a shower. On 12/23/1999, the pt was evaluated again at this hosp to pursue possible causes of syncope and recurrent dizziness. The baseline 12 lead ECG demonstrated normal p wave synchronous ventricular pacing. Upon placing the telemetry module over the pacemaker, the system demonstrated total no output failure with the pt becoming syncopal. The pacemaker was programmed to emergency vvi and then back to the ddd mode with the pt protected by a temporary pacing system. The pacemaker was explanted the same day and replaced with another make of pacemaker.